Manufacturer narrative:
(B)(4). Batch # n56x0e. Additional information requested and received: did the device deploy any staples? - yes , but it was stopped at the early point. Did the device deliver a cutline? - yes , but it was stopped. Was the cutline and staple line equal in length? - unknown. The analysis found that one psee60a device was returned with no apparent damage and without cartridge reload present. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. A gst60g and a gst60d reload was received not loaded on device and partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that prior to an unknown procedure, the device was stopped at the early time of clipping. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.